Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had poor vision. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as pseudophakia. Additional information has been requested.

Manufacturer narrative:
A sample device was returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned inside a plastic specimen jar. Viscoelastic was dried on the lens. One haptic was folded onto the anterior optic surface. The optic has two areas that were scraped across the optic rings. This damage has ruffled the lens material inside the line of damage. The optic was also scratched and cracked near a scrape mark. The optic edge was gouged and a line of cracked damage was observed travelling from the gouged area inward. All listed associated products were qualified for use with this lens. The root cause cannot be determined for the reported complaint of "poor vision". The explanted lens was returned. The lens was heavily damaged. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The replacement lens information was not provided. Multiple follow up attempts were made for additional information. No further information has been provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).